Event description:
It was reported that an asymptomatic patient presented for a routine device changeout. The pulse generator exhibited backup vvi mode. The device was explanted and replaced.

Manufacturer narrative:
Final analysis found normal battery depletion.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.